Event description:
The customer reported an oil mist coming from their unit. One employee complained of dyspnea, burning eyes, itching eyes, migraine headache, and a dry and itchy throat. The employee did not seek medical attention or receive treatment for her symptoms. The asp field service engineer repaired the unit.

Manufacturer narrative:
.